Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention was performed. The patient's condition was unknown.

Event description:
New information received notes that the patient was stable.